Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction during pt use. The pt was removed from the ventilator and was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphical user interface (gui) pcb and the gui to bdu cable. The unit then passed all testing and operated within the manufacturing specifications. (B)(4).